Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated their blood glucose rose to 400 mg/dl. The customer stated they have treated for their blood glucose. The customer declined to troubleshoot for their high blood glucose. The customer attributed their blood glucose to being sick. The customer also reported they have changed out their infusion set and that no air bubbles were present on their tubing. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.